Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the lot number you provided correlates to a ec60a. Please confirm the device product code as you had stated eca60. What was the date of the procedure? What was the procedure type? Please describe in detail in what way the device failed. Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Response received: and yes I apologize for the typo in the code. Ec60a this is what he responded to the questions with. It was abscond staple line and misfired and jammed. Was unable to reverse or advance the blade. Just had to pull the device out by force. The following information was requested, but unavailable: thank you for the additional information you provided. Can you further clarify if there was any issue with the staple line or cut line once the device was removed from the tissue. Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any patient consequence as a result of the event?

Event description:
It was reported that during an unknown procedure, the device failed using a reload. Procedure completed with same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Batch # n54119. The ec60a device was received for analysis with no visual non-conformances and with a ecr60d cartridge reload loaded on the device. The cartridge reload was received partially fired 2/3 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridges reloads by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.